Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch lancing device was damaged. On (B)(6) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the issue began on (B)(6) 2011 at 5:00pm. The patient reported that on (B)(6) 2011 at 5:00pm, her onetouch lancing device became damaged when she inserted a lancet and the lancet plunger broke apart. The patient advised that she manages her diabetes with insulin. The patient reported that she was not able to test. The patient reported she took a reduced amount of insulin as a response to the issue. 7 hours later, on (B)(6) 2011 at 11:50pm, she became "sweaty, sleepless and light headed" which she associated with low blood glucose. The patient claimed she ate 15 grams of carbohydrates as treatment for the issue and felt better afterwards. During troubleshooting, the customer care advocate (cca) confirmed the patient was using the proper testing technique for the onetouch lancing device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.